Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual analysis of the returned device found the basket was closed/retracted. The thumb ring was detached from the handle and not returned for analysis. The handle shows marks that indicate proper assembly of the thumb ring during manufacturing process. The evaluation concluded that during its handling, the thumb ring could have received tensile and/or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Due to this condition, the functionality of the product is directly affected since the basket will be unable to open/extend properly as expected. Additionally, the handle shows coincident marks that indicate proper assembly during manufacturing process. Based on the additional information and the results of the investigation, the most probable root cause of this complaint is ¿handling damage¿. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, the basket was found unable to open. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed reportable based on investigation results of handle thumb ring cracked/broken.